Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 120 units of insulin. The customer¿s blood glucose (bg) level was 352 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin delivery. Additionally, the customer experienced elevated bg of over 600 mg/dl which was addressed with a manual injection. Cause for bg was unknown. Recommendation was made to consult with healthcare provider regarding diabetes management.